Event description:
It was reported that the right ventricular lead exhibited high, out of range hv lead impedance. The lead was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was noted at 20.3-20.6cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location. A fracture of the conductor was noted at 21.0cm from the connector pin, consistent with the field observation of high hv lead impedance.